Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1282 tunnel/notchplasty rasp serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device's tip was broken off. A visual inspection revealed that the device's tip was broken off. The most likely cause of the reported and observed failure of the device is user error, specifically applying excessive side-loading on the device during use.

Event description:
It was reported that during an ankle surgery the tip of the device broke off. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.